Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an impella rp device was inserted into the right femoral vein in a (B)(6) female patient with a past medical history of a prior coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was a placement signal unreliable alarm. Position confirmed by chest x-ray. The following day, the patient expired on support. The impella functioned at p-9 at 3.1l/min as intended. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in advanced age, and in cardiogenic shock complicated by stage e shock.

Manufacturer narrative:
B1/b2 product problem was selected as it was omitted from the initial report that was submitted. D4 catalog, serial and primary UDI number were revised. E1 initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, zip code and zip code extension were added as they were omitted from the initial report that was submitted. E4 selection was revised as it was entered incorrectly on the initial report that was submitted. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - placement signal issue. The cause of placement signal issue was unable to be determined as limited clinical details were provided and no product was returned for review.